Event description:
A caller reported that a cartridge was damaged, specifically the cartridge pigtail, which was broken due to the pigtail tubing being pulled. There was no adverse impact to the customer's blood glucose level. The issue was identified as user error, and the caller was able to change the cartridge and successfully resume insulin therapy.